Manufacturer narrative:
Device evaluation: lens was returned stuck inside cartridge. Cartridge was returned taped to laf card. Visual inspection found no visible damage to the device, white/grey dry residue was observed on cartridge, and a stuck lens. (B)(4). Work order search: no similar complaints were reported for units within same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, was implanted on (B)(6) 2017 and explanted on (B)(6) 2017 due to excessive vaulting. The reporter indicated that there was no patient injury and the event was not device related but the exact cause was unknown.